Event description:
A set was unexpectedly returned to carefusion with no reason provided. There was no report of any patient event. No add'l info is available.

Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. Conclusion - no available code for undetermined or unknown cause. During visual inspection of the set, a tear in the silicone segment near the upper blue fitment was noted, measuring approximately 0.1027 inches. A crush mark was also noted on the upper fitment. Functional testing confirmed a leak from the tear. The cause of the leak was due to a tear in the silicone segment. Root cause of the tear was not identified.